Event description:
It was reported that a home patient (hp) became "sick" and had "grey effluent". This occurred after the hp had a use error by reusing their cassette lines while performing peritoneal dialysis (pd) therapy. The hp had found an issue with one of their bags and had changed that bag out. However, they reused their cassette. The patient noticed the next night that the her pd effluent was grey in color. Per the hp, they had a nurse at the local hospital perform a "super dose" of antibiotics, however the patient got sicker. The patient went to her own pd clinic and got another "super dose" of antibiotics (details not provided). On an unreported date, the patient's pd catheter was surgically removed and the patient was switched to hemodialysis (hd). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.